Event description:
It was reported that this right ventricular (rv) lead was explanted due to sudden elevated threshold after patient fall but all other data within range. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.